Manufacturer narrative:
It was reported the device was discarded at the facility following implant. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve an annular rupture with a tear to the right ventricular outflow tract (rvot) occurred as a result of post-implant balloon aortic valvuloplasty (bav). The bav was performed with another manufacturer¿s 22mm balloon. The procedure was converted to an open procedure and the patient was placed on a balloon pump for approximately four hours. This device was explanted and a full reconstruction of the aortic root and valve were done. Two units of blood were transfused. It was reported that a pre-implant bav had not been performed, and that the patient¿s physician suspected the rupture was due to calcification of the patient¿s anatomy. No subsequent adverse patient effects were reported.

Manufacturer narrative:
No further adverse patient effects were reported. No returned product or procedural video images were submitted for analysis. The rupture occurred during post-implant balloon aortic valvuloplasty (bav), and was suspected by the patient¿s physician to be due to calcification of the patient¿s anatomy. No allegations were made against the device, and there was no indication that a device malfunction or misuse contributed to the reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.